Event description:
Oversensing with lead. "Invalid data received" when trying to get diagnostic data from ICD; could not get egm data either. ICD subsequently tested out of specification during manufacturer's analysis.